Manufacturer narrative:
(B)(4). D10: item name# oxf uni tib tray sz aa lm PMA; item number# 159531; lot number # 2379634. Item name# oxford uni femoral xs; item number# 159530; lot number # 2421915. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision procedure due to bearing wear. Intraoperatively, the surgeon noted visible wear on the explanted bearing component. The revision took place approximately 14 years, 3 months, and 22 days after the original implantation. Attempts have been made and no further information has been provided.